Event description:
A (B)(6) male patient called zol customer support to report that his battery pack wasn't working and he had a battery charger problem. The patient was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (battery pack not working) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the current controlling transistor q1 was shorted and contamination was discovered on the battery board. The root cause for the damage was ingress of an unk liquid. No adverse event resulted from the defective battery pack and defective battery charger/modem. The patient received a replacement battery pack and battery charger/modem. Device manufacture date: battery pack sn (B)(4) manufactured 06/01/2012, battery charger/modem sn (B)(4) manufactured 09/01/2012.